Event description:
Pt experienced severe pain locally upon insertion of skull screw prior to CT scanning for radiation therapy. After the CT scan was performed, the physician backed the screw out 2-3 mm and pt was rescanned using the CT. This adjustment did not require the pt to be taken to the or.